Manufacturer narrative:
The user-reported issues about occlusion and intermittent pressure error during post test could not be confirmed. Zyno medical contacted the user on 02/10/2017, 02/22/2017, and 03/08/2017 but failed to get a response from the user. The pump was not sent back to zyno medical for evaluation.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2017-00034).

Manufacturer narrative:
The manufacturer is still waiting for the arrival of the device.

Event description:
Zyno's customer service recorded that "the user called in to tell me she has a pressure error during post test. She found this issue during testing. Her issue resolved on itself during our conversation, but I still asked her to see if the pressure sensor works by pressing down the pressure sensor and see if the reading changes on the information screen. She told me it does and she also told me that there is an issue with the occlusion on a patient. I told her there can be many reasons as to why this can happen and told her it needs to be sent in for service. She told me she will be mentioning this mechanical issue to her infusystems representative."

Manufacturer narrative:
The user-reported issue was confirmed. The pump was found to have a constant nuisance alarm and was unable to connect to the wireless network. The pump was repaired and tested to meet all specifications on 07/06/2017. It was returned to the customer on 07/11/2017.

Event description:
This is a second follow-up for the initially filed MDR (3006575795-2017-00034). The device was returned to zyno medical for evaluation on 06/26/2017.